Event description:
It was reported that during pre-discharge check the patient with this right ventricular (rv) lead complained of unusual feeling. It was found the lead exhibited an increase in pacing thresholds, also, a perforation was suspected. Subsequently, a revision procedure was performed. The area around the perforation was checked visually and fluoroscopically, nevertheless a perforation was not observed. Suture was applied around suspected perforation area for prevention. This rv was explanted and a port plug was connected to the v-lead connection. No additional adverse patient effects were reported.